Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent a right ventricular outflow tract (rvot) premature ventricular contraction (pvc) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardial puncture. The patient¿s medical history is unknown. During the latter part of a rvot pvc the physician noticed that the deflection of the smart touch catheter was not deflecting properly anymore. In addition, there was a minimal tamponade noted. The patient received a pericardial puncture to drain the fluid in the pericardial cavity. Mapping was continued epicardially and the case was finished. The patient was then transferred to the ward for monitoring. Additional information was received on the event. The injury was noted when mapping the left ventricle (lv) status post rvot ablation. There was no transseptal puncture performed. The ablation was temperature controlled and slowly reached the target temperature. Settings during the event include: power setting of 30 watts / impedance of 155 ohms /irrigation setting of 2 ml/min during idle mode and 30 ml/min during ablation / sl st. Jude medical sheath was used. The patient received heparin as an anticoagulant during the procedure and the act was maintained at 250-300 seconds. There were no error messages observed on biosense webster equipment during the procedure. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event.